Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored multiple non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) events containing oversensed noise. The longest pause was approximately three seconds. Quick convert anti-tachycardia pacing (atp) was delivered for one event, however other episodes subsided prior to the delivery of therapy. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This crt-d system remains in service. No additional adverse patient effects were reported.